Manufacturer narrative:
A distributing facility reported, "during procedure, cst notified circulator that 2 of the 1/2 x 1/2" cottonoids had separated the pad from the radiopaque green stripe. All pieces accounted for and removed from surgical field. Cottonoids came from neuro pack, neuro pack paper saved." Deroyal industries, inc. Has requested return of the device; however, it has not yet been received. Photos were received however. The device history record was reviewed and no issues were found. Deroyal did perform an inventory check on a case in distribution and no issues were observed. A complaint to sales ratio was conducted over the past two years and was found to be (B)(4). A supplier corrective action request (scar) has been issued to the supplier, (B)(4). The supplier reviewed their device history record, complaint records, manufacturing processes, and training records. No specific issues were found within the review, however based upon the increased reject rate during the timeframe of the dhf, there is a potential that there was a problem with improper attachment of the x-ray detectable string to the neuro material. Root cause: no specific root cause could be determined because the sample was not available for return and no specific issues were traced back to the device history record. Potential root cause: while no specific root cause could be determined, however with the timeframe involved showing more reject rates, it is a potential that the root cause could be attributed to the variability in the bonding effectiveness between the x-ray detectable string and the cottonoid material. Corrective and preventive actions: all process parameters were reviewed and confirmed to be within their validated ranges. It was also confirmed that all updated work instructions are in place and additional x-ray verification forms are being used to periodically check the welding process. As a preventative measure, the bonding process between the x-ray detectable string and the cottonoid material has been under continued evaluation to address potential adhesion variability. The parameters have been confirmed, and production personnel have been consistently reinforced on the criticality of the x-ray detectable feature. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
A distributing facility reported, "during procedure, cst notified circulator that 2 of the 1/2x1/2" cottonoids had separated the pad from the radiopaque green stripe. All pieces accounted for and removed from surgical field. Cottonoids came from neuro pack, neuro pack paper saved."

Manufacturer narrative:
A distributing facility reported, "during procedure, cst notified circulator that 2 of the 1/2x1/2" cottonoids had separated the pad from the radiopaque green stripe. All pieces accounted for and removed from surgical field. Cottonoids came from neuro pack, neuro pack paper saved." Deroyal industries, inc. Has requested return of the device, however it has not yet been received. A supplier corrective action request (scar) has been issued to the supplier, (B)(4). This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.